Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a female patient underwent a breast surgery with two 325cc mentor memorygel breast implant prostheses and experienced bilateral rupture and granuloma postoperatively. The patient reports that MRI indicated the bilateral rupture and one side appears a lot smaller than the other side (unspecified side). The patient thinks that her implants are leaking outside of the capsule, since she had hip debridement with all this fluid and debris that her physician couldn't understand how it happened. The patient suspects that the silicone landed in her hip. In addition, the patient believes that her implants are making her sick and causing several unexplained systemic symptoms, including bilateral pain, heart problems, high blood pressure, all kind of health problems (unspecified). The patient initially filed her complaint on (B)(6) 2012, and did not pursue a revision surgery at that time. After several years, the patient feels that she is ready to undergo a revision surgery. Therefore, the patient reached out to mentor to gather her implant warranty information. However, at this time of report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.